Event description:
It was reported that approximately eight months post ivc filter implant, the pt presented with chest pain and shortness of breath. A CT scan demonstrated that the ivc filter was filled with clot and moved to the heart. In addition, imaging demonstrated that an unk number of filter limbs had detached from the filter. The location of the detached limbs was not known. The pt was placed on anticoagulants.

Manufacturer narrative:
The lost number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.